Event description:
It was reported by service report that the power cord is missing the ground prong and the siderail is stuck. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loss of siderail arm mechanism lubrication. Power cord missing ground prong.